Event description:
A discordant troponin result was obtained on a pt sample. The sample was initially run in duplicate. The discordant result was reported to the physician. The sample was repeated. Pt treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After evaluation of the instrument, the fse determined that the cause of the discrepant troponin result was a malfunctioning sample carousel. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.